Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d) system was returned to the manufacturer from an unknown source with no information. The defibrillation lead is a competitive product. Further review of the manufacturer's database indicated the patient died approximately six weeks post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The products associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The products associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received. Evaluation summary: (B)(4) - the proximal segment was returned to the manufacturer and analyzed. No anomalies were found. All conductors were cut and distorted. All insulators had breached cuts. There was apparent explant damage. A visual analysis was performed only. (B)(4) - the proximal segment was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The products associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received. Evaluation summary: (B)(4): the proximal segment was returned to the manufacturer and analyzed. No anomalies were found. All conductors were cut and distorted. All insulators had breached cuts. There was apparent explant damage. A visual analysis was performed only. (B)(4): the proximal segment was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only.